Event description:
It was reported that the patient underwent a posterior approach fusion at l5-s1 using a zimmer peek cage and rhbmp-2/acs. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnoses: lumbar degenerative disk disease. For which, patient underwent following procedures: posterior spinal fusion, l5-s1. Posterior lumbar interbody fusion, l5-s1. Laminectomy, l5-s1. Application of intervertebral mechanical device at l5-s1. Posterior spinal instrumentation, l5-s1. Use of microscope for microdissection. Use of locally harvested autograft bone and demineralized bone matrix. Fluoroscopy. Implants: spine pedicle screws and rods. Spine interbody peek. Rhbmp-2. Per op notes, a 10 mm device was chosen bilaterally. A medium rhbmp-2 sponge, which had been soaking for about an hour was then cut. One quarter of the medium sponge was placed within each interbody graft and then an additional half of the sponge was placed within the interbody space between the grafts. Prior to placement of the grafts and the rhbmp-2, the disc space was copiously irrigated. The rhbmp-2 was then placed. The grafts were then impacted into the disc space. The position of the grafts was confirmed under fluoroscopic guidance. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2009: patient got admitted for an acute care rehabilitation program following lumbar spine surgery.